Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that breakage of the connector at reprocessing basin, which did not affect connection of the connecting tube was cause by hitting hard objects or became loose, which led to breakage of the connector. Accordingly, the connecting tube could not be connected. The user may have applied stress toward wrong direction which caused the connector loose. The event can be detected/prevented by following the instructions for use which state: preparation and inspection visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the yellow connector of the connecting tube was found broken during the preventive maintenance inspection. There was no patient involvement, no harm or user injury reported due to the event.